Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2013. According to the complainant, during the ablation phase of the procedure two fluid loss alarms occurred (22ml/min). Fluid was noted to be flowing from the cervix. The clinician confirmed the patient was seen 3 days post-operatively and no patient injury occurred. Patient is doing well.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.